Manufacturer narrative:
Additional information/correction to h3, h6 (add additional codes) and previous h10 (add retention evaluation). H10: retention samples were visually inspected and no obvious issue/damage was detected. The samples were conforming per product specifications. The samples were gravity tested via methylene blue and leak tested under water via a calibrated provaset; no issues were observed. The reported condition was not verified during retention testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set leaked blood. This was identified during cannula insertion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b3/d11: date of event/therapy date was unknown. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.